Event description:
The customer reported their epiq 7c plus ultrasound system powered off during an unknown procedure. It was found the power cord had a poor contact and a replacement was requested to fix the issue. No patient or user was harmed as a result of the issue. This event was reported out of an abundance of caution as it may have been a critical procedure. Multiple attempts to obtain additional information were made, but unsuccessful. The manufacturer is submitting a complete report at this time; however, if further details are learned, an addendum will be filed.

Manufacturer narrative:
This was initially reported as a powered off during an unknown procedure. Since it may have been a critical procedure, it was previously reported out of an abundance of caution. However, additional information was received that reported it was not during a critical or emergent procedure. Therefore, this event is not likely to cause or contribute to a serious injury if it were to reoccur.

Event description:
The customer reported their epiq 7c plus ultrasound system powered off during an unknown procedure. It was found the power cord had a poor contact and a replacement was requested to fix the issue. No patient or user was harmed as a result of the issue. This event was reported out of an abundance of caution as it may have been a critical procedure. Multiple attempts to obtain additional information were made, but unsuccessful. The manufacturer is submitting a complete report at this time; however, if further details are learned, an addendum will be filed.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.